Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to correct aware date.

Event description:
It was reported that the health care professional (hcp) wanted to review his cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the device data, noted low out of range intrinsic amplitude on the r-wave measurements and a gradual decrease in right atrial (ra), right ventricular (rv) and left ventricular (lv) pacing and shock impedance measurements within normal limits. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d recorded an episode of signal artifact monitor (sam). Technical services (ts) reviewed the device data and noted the sam episode was a false positive due to noisy signals, impedance measurements out of range. An ablation procedure was reported to be performed at the time of the episodes. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that the health care professional (hcp) wanted to review his cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the device data, noted low out of range intrinsic amplitude on the r-wave measurements and a gradual decrease in right atrial (ra), right ventricular (rv) and left ventricular (lv) pacing and shock impedance measurements within normal limits. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d recorded an episode of signal artifact monitor (sam). Technical services (ts) reviewed the device data and noted the sam episode was a false positive due to noisy signals, impedance measurements out of range. An ablation procedure was reported to be performed at the time of the episodes. No adverse patient effects were reported. This crt-d remains in service.